Event description:
The customer reported that her blood glucose dropped to 127 mg/dl and the paramedics were called. Then the customer was hospitalized due to low blood glucose. The customer stated that she treated her glucose level with a soda and glucose tablets, but it dropped to 95 mg/dl, and by the time paramedics arrived, her glucose was 57 mg/dl. The customer stated that the units left were 41.0 units, but the customer had filled the reservoir with almost 300.0 units of insulin. Troubleshooting was performed, and found that the customer filled the reservoir while the infusion set was connected to her body, and then inserted the reservoir into the insulin pump without rewinding. Advised the customer that if she is connected while screwing the full reservoir of insulin into the insulin pump without rewinding, the insulin may have delivered into her body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.